Manufacturer narrative:
Date of birth: 1930. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID: 2134265-2014-03685. It was reported that the balloons ruptured. The stenosed target lesion was located in the superficial femoral artery. Both a 3.0x80, 75cm mustang and a 6.0x100, 135cm mustang balloon catheter were used to treat the target lesion. Both balloons ruptured during unknown inflation attempts. The procedure was completed and no patient complications were reported. The patient's status is stable.